Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 5 of 6 on the home choice (hc) and the supply bags were empty. The technical service representative (tsr) assisted the home patient (hp) to clear the error and informed the hp of the errors meaning. The hp stated he did not have any manual bags to complete therapy. The hp would contact the peritoneal dialysis nurse (pdn) to order manual bags. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2012 regarding the system error 2240. The hp did not noticed anything unusual with the setup at the time of the alarm and did not disconnect. The hp stated he ended therapy for the night and resumed therapy the following day on the cycler. The hp stated he did not follow up with the peritoneal dialysis nurse (pdn) regarding the missed therapy or the alarm. The hp stated he was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Neither the disposable set nor the homechoice machine were returned for evaluation, and user did not verbally provide sufficient information to identify the cause of the alarm.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.